Manufacturer narrative:
Product event summary: the lead was returned for analysis, however, prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after connecting the right ventricular (rv) lead to the device but before closing pocket, some dropped ventricular beats were noted. An interrogation indicated complete inhibition of rv pacing and oversensing was noticed on the electrogram. External pacing was used and the lead was disconnected lead from device and connected to analyzer cables; the oversensing was reproducible with lead manipulation. A 2nd lead was introduced, leaving the 1st lead in place for pacing support during the implant. When the 2nd lead was placed, both leads were tested and noise was noted on the 1st lead. The 1st lead was removed and the 2nd remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation is cut at 12.7 and 13.2cm, blood is visible in proximal conductor. If information is provided in the future, a supplemental report will be issued.